Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was cut/capped and replaced for an unknown issue. Approximately ten years later the rv lead was explanted. The rv apex was perforated during the extraction and a sternotomy was required. No further patient complications have been reported as a result of this event.